Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Patient known to be o pos that typed as mixed field (3+) group b on the forward type of the abd/reverse cards lot 120617037-01 on the provue. A competitor's tube reagent testing showed that patient was clearly group o. No erroneous results released. Account contacted ortho care for troubleshooting assistance. Issue started on: 3-14-18. Frequency: one patient. Microtubes affected: forward b microtube. Methodology used: provue. Reaction grade obtained: 3+ mixed field - account did verify this by manual inspection of the card. Customer was expecting: negative. Test repeated at ortho care's request. Account performed testing on both the provue and manual gel again using the same lot of cards. Account could not duplicate original results. Forward b typing now clearly negative. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account could not reproduce original results and suspects that the red cell suspension had some fibrin in it.